Event description:
Customer states: during use on a patient at hospital, upon connecting the 15mm connector of 4.0 neo with 15mm connector of circuit manufactured by fisher and paykel. The customer so often confirmed they are so easy to be disconnected. Customer states the product was changed with a unspecified model from a competitor and found the firm connection could be secured with the same circuit of fisher and paykel: rt125. The customer feels the shape of 15mm connector on 4.0 neo is not the same as before. Customer confirmed no patient harm has been caused by this failure.

Manufacturer narrative:
The sample associated to this report is not available for sample analysis however, previous investigations related the root cause for the reported issue have been addressed in a correction and preventative action. Information has been added to the database and complaint trends will continue to be monitored.